Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy the tip of the flipcutter (the bit) broke off inside the patient without force or strain. It was difficult to recover the broken end but it was retrieved from patient. There was an ovalization of the damaged bone tunnel. The surgical time prolonged. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 09-apr-2021: surgery was prolonged about 30 minutes. The ovalization and the damaged tunnel happened due to the attempt to retrieve the broken piece. There are no further consequences for patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204as-90 flipcutter ii (no batch indicator present) was received for investigation. Visual inspection identified breakage at the cutting tip, with heavy circumferential grooves worn into the actuator tube proximal to the breakage site. The remnants of the cutting tip were also bent/warped. Functional testing identified that the actuating mechanism still worked, however. The observed condition is most likely the result of prying/leveraging the flipcutter during use.